Manufacturer narrative:
Corrected and additional information was provided in sections b.2., b.5., h.6., and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and reported that they introduced more viscoelastic after hydro dissection to protect the endothelium due to the edema that reported, and realized that this viscoelastic produced temporary occlusion within the tip and greatly increases its temperature and caused peri-incisional ulcer. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The events peri-incisional ulcer, phaco tip occlusion were removed as these were submitted in other file.

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. This patient was listed as a male patient, who was scheduled for cataract surgery in the right eye (od). The customer has reported about total number of elderly patients where there were issues of edema and visual acuity (va) issues. The patient listed were both males and females. The post-operative diagnosis: severe grade iii/IV corneal edema, with endothelial folds. There was no incisional burn. There was corneal edema in relation to a probable episode of collapses, excessive parameters (90% torsional phaco) and incorrect balanced needle for medium-low hardness cataracts. There was no capsular rupture, perhaps phacoemulsification was done closer to the endothelium because of these episodes. Additional related information was requested but none has been provided to date. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have pre existing endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive intra ocular lens (iol) insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries [intra capsular cataract extraction (icce)=1.4%, extra capsular cataract extraction (ecce)=0.63%] 1. In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endo capsular phacoemulsification procedures, instruments, intra ocular lens (iol)s, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/millimeter2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a cataract surgery utilizing an ophthalmic system, phacoemulsification handpiece and phacoemulsification tip the male patients experienced corneal burn, severe decrease in visual acuity (va), and corneal edema with endothelial folds in right eye. The patients had preexisting conditions including optimal endothelial count and medium to low hardness of cataracts. The surgeon suspects that the corneal edema may be related to excessive parameters (90% torsional phaco) and the use of an incorrect balanced needle for medium-low hardness cataracts, potentially resulting in collapses. Additional treatment, including corticosteroids and anti-edema eye drops, was administered. All patients are currently in the post-operative recovery period. This complaint is pertaining the first of four reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that the patient was recovered in a short period of time and no other episode has occurred.